Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The visual summary analysis of the lead indicated apparent explant damage. Concomitant product: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had possible premature battery depletion. The right ventricular (rv) lead and right atrial (ra) lead were also reported to have high thresholds. The ICD, rv, and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.